Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed. Functional testing did not duplicate the reported issue. The investigation notes the most likely cause of the reported error is the real time clock battery on the main board. The real time clock battery was charged to address this issue. The device passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion the pump displayed error code and stopped infusing during patient use, the error indicates a major hardware fault potentially related to the main board or air detector sensor. Customer did not experience any errors during the testing procedure of the pumps. There was patient involvement and no reported harm.